Event description:
Information received from the field notes loss of capture at a low voltage. When the voltage was increased, the patient experienced diaphragmatic stimulation. The device was programmed off.